Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# l55913 implanted: (B)(6) 1998: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 4.5mg/ml at 1.35mg/day and morphine 10mg/ml at 3mg/day via an implantable pump. The indications for use were degenerative disc disease and spinal pain. The healthcare provider reported that the patient had been experiencing symptoms. The patient ¿stopped being able to urinate¿ and had seen a urologist for that. The patient straight caths himself every once in a while per the healthcare provider this last weekend the patient straight cathed himself and now had a uti (urinary tract infection) from it. The patient experienced huge spastic tremors in lower legs (back and forth shaking with and without spasms) and the patient was miserable with it . Per the healthcare provider there was nothing wrong with the pump. The patient did not have flank pain. The patient was 20/years stable but for the last 3-4 years the patient had been on the same dose. The healthcare provider was suspecting an im (inflammatory mass) and was inquiring about that. Additional information received on 23-may-2017 reported that compatibility guidelines were requested for an MRI. Per this reporter the MRI was to check for a granuloma at the tip of the catheter. No further patient complications have been reported as a result of this event.